Event description:
It was reported that "implanted vlift, all went well except part of the head of the gold locking nut sheared off when dr. Chestnut did the final locking. Half of the head was still there, implant was in great position after a very difficult procedure, dr. B)(6) thought it was fine so he left the implant in place. I have the sheared of portion and will send back once instructed who to send it too."

Manufacturer narrative:
Only the part of the nut that was sheared off was returned. Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.